Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
On 10/14/2022, it was reported by a sales representative via phone that qty. 5 of an ar-3636 1.8 knotless fibertak soft anchor had an issue. During a labral repair procedure on (B)(6)2022, when the surgeon was trying to insert each anchor, it would pull out and would not seat, and the suture on these anchors looked like it was not synching down. 5 anchors, one after the other failed to seat inside the patient, each anchor was removed from the patient fully intact, and nothing broke inside the patient. The complaint devices were discarded (no pictures were taken). Two different ar-1923bc suture anchor, biocomposite pushlock 2.9 x 15.5 mm, lot number unknown, and 3 ar-3636 1.8 knotless fibertak soft anchors with different unknown lot numbers were used to complete the procedure successfully with no impact to the patient. There was no deviation from the intended procedure.